Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers within the device were wet. The returned sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. An external leak was observed in the form of a steady stream of bubbles originating from the non-cavity ID end at approximately 4.0 pounds per square inch (psi). The dialyzer was subjected to destructive disassembly for further visual examination. Upon removal of the header cap, a chip, measuring approximately 0.5 cm in length, was observed on the potting surface at approximately 35 degrees with the ports situated at 0 degrees. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. The review revealed there were two non-conformances (ncs): bubbles in housing, and a high percentage of delaminations found during inspection. The bubbles in housing nc was unrelated to the complaint event. Rework was performed due to the high percentage of delaminations found, and all discrepant product was discarded. The remainder of the lot met release criteria. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an external dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The leaking began as soon as blood reached the dialyzer. Blood was visually observed leaking from the header cap, and down the exterior of the device¿s body. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were used for the treatment. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. After identifying the blood leak, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.